Event description:
It was reported that the patient presented for an implant procedure. After the procedure, upon fluoroscopy, it was observed that the left ventricular (lv) lead exhibited dislodgement and failure to capture. The lv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were for lead dislodgement and for failure to capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The reported event for failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.